Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having trouble with their device. Patient stated they hadn't used their device in a couple months because they had some other health issues going on and they had misplaced the equipment. Patient confirmed that the health issues were not related to any complications with the spinal cord stimulator. Patient then stated they were able to start using the device again a few days ago, but they kept getting an error message that said the settings were not available or some sort of message. Patient said they reset the controller, but the issue was not resolved. Patient also mentioned that it was taking a lot longer to charge the controller than it used to. During the call, patient unlocked controller and controller. Controller showed 40%. Patient commented they use one group at night and they use another group in the day. Agent informed patient to fully charge their controller then try to charge th eir implant. Agent advised patient to take a picture of any error messages that may appear and call patient service back for further troubleshooting. Additional information was received, it was reported the error message they were getting was settings not available and that they tried switching groups and doing a controller reset but that did not resolve the issue. Patient noted that they had never gotten this message before and they cannot turn stimulation on. Patient stated that they can arch their back and they don't feel stimulation or the stimulator working; on the call patient switched to group b. Patient mentioned that they had been noticing some connection issues between the controller and implant; patient added that they thought they first got the message 3-4 months ago but due to not using the stimulator it could be 2-3 months because they tried troubleshooting and charging the controller and implant like previous agent said.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# unknown, product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.